Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient implanted with an impella cp device for mechanical circulatory support experienced a ventricular fibrilation (vf) / ventricular tachycardia (vt) issue. During patient support, it was reported that the patient developed an ischemic event followed by vf/vt. The patient received defibrillation six times and adrenaline and amiodarone intravenously. An external pacemaker was inserted but there was no output. The decision was made to stop the procedure and the patient expired.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.